Event description:
A report was received that the patient had difficulty charging her implant. The database analysis revealed that the ipg exhibited premature battery depletion. The physician recommended a battery replacement procedure.

Event description:
A report was received that the patient had difficulty charging her implant. The database analysis revealed that the ipg exhibited premature battery depletion. The physician recommended a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered in the epoxy resin top. The source of the device damage was unknown.